Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation/deflation difficulties were encountered. The physician was attempting to stent a 75% ostial circumflex lesion. The physician was unable to inflate the taxus express2 3.0 x 12mm drug eluting stent balloon. He exchanged the inflation device and tried to inflate the balloon again, but it still would not inflate. He used a new contrast mix to make sure that they would be able to visualize the inflation. The physician was then able to inflate the balloon. The stent was partially deployed, but when he tried to deflate the balloon, he was unable to do so. He was able to visualize the balloon under fluoroscopy. It is unknown what maneuvers he used to try to deflate the balloon, but several attempts to remove the balloon failed. After 2 hours, he still was unable to remove the balloon so the pt was taken to surgery for removal. The surgeon performed 3 coronary bypasses, but when he tried to remove the balloon from the ostial portion of the circumflex, he could not do so. He then cut the shaft of the delivery device and left the balloon and a portion of the shaft in the circumflex, extending into the left main coronary artery. Following the postoperative recovery period, the pt was transferred to a rehabilitation unit. The pt is doing well and will be discharged a mo later.